Event description:
Per the clinic, the patient experienced a fall, and subsequently experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with a new device on the contralateral ear.